Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. It was noted that the lead looks burnt and the physician believed that there was device malfunction.

Manufacturer narrative:
Additional information was received that the patient was explanted because of the way the lead looked. It was also noted that the patient was having issues with coverage and wanted the system out.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. It was noted that the lead looks burnt and the physician believed that there was device malfunction.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. It was noted that the lead looks burnt and the physician believed that there was device malfunction.

Manufacturer narrative:
Sc-2218-50 sn (B)(4) device evaluation indicated that no anomalies or deviations were found during the complaint investigation site (cis) review, there was no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-2218-50 sn (B)(4): device evaluation indicated that the complaint was been confirmed. The lead body was cleanly cut and only the distal portion was returned. Electrodes # 6-8 was wrapped with dried tissue and blood. After the removal of the dried tissue and blood, visual inspection of electrodes 6-8 revealed no discoloration. However, visual inspection found that the distal end was fractured between electrodes # 7 and 8. X-ray inspection found no cable fractures on the returned portion of the lead aside from the clean cut. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Review of the device history record revealed no anomalies when the lead was manufactured.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. It was noted that the lead looks burnt and the physician believed that there was device malfunction.